Event description:
The customer contacted abbott to report the axsym rubella igg calibration failed, where error code 1111 (calibration check failure, m-cal 1, response too large) was generated with the rubella master calibrators. The customer's instrument maintenance was reviewed and no issues were identified. The customer stated another lot rubella reagent was calibrated successfully. The customer was sent a new lot of standard calibrators and upon recalibration, the calibration failed. The customer was able to successfully recalibrate the rubella assay with another lot of reagent. There ws no impact to patient management reported by the customer.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.